Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/15/2020. Additional information: d10. H3 evaluation: an opened sample of product code pdp925s, lot # pb5160 was returned for analysis. The product code is loop. During the visual inspection of the open sample, the needle was received detached from the suture, the closure of the channel needle is noted distorted and present light swage. The suture was examined and no present breakage; however, there isn¿t enough impression at the swage end, resulting in a detached needle of the suture. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, no performance - breakage suture was found and the tested sample met the finished goods requirements. The reported complaint could not be observed.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/05/2020. A manufacturing record evaluation was performed for the finished device lot pb5160, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Specific number of sutures which broke in this procedure. How was case completed? Any adverse patient consequences and what medical/surgical intervention was provided to manage them? Lot number note: events reported in 2210968-2019-90514 and 2210968-2019-90515.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture broke in the middle. There were no adverse patient consequences reported. Additional information has been requested.